Event description:
It was reported to nova biomedical that a consumer received a low blood glucose reading and subsequently experienced a hypoglycemic event which required medical intervention. During the call, it was discovered that the consumer transfers test strips from vial to vial which is against our directions for use. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.